Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Her results were 60 and 200 mg/dl. A test the following day was 80 and 110 mg/dl. She did not have any symptoms. During troubleshooting, a control test was in range, 115 (98-147). The lifescan representative and the reporter discussed coverage, as she has difficulty obtaining a good drop due to her blood pressure medications.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8